Event description:
It was reported during the implant attempt that the lead was not able to access the target vessel due to the patient's anatomy. An additional lead was attempted, but dislodged after the workstation was slit. Neither lead was used and a new lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.